Event description:
Customer reported that the touchscreen of their pump was cracked and shattered, rendering the device unusable. There was no adverse impact to the customer's blood glucose level, as it did not exceed dangerous thresholds. Tandem technical support arranged for a replacement pump to be sent, with the customer understanding the need to program settings into the new device and connect their cgm. Instructions were provided for returning the damaged pump to avoid charges, and guidance was given on using a backup insulin delivery method in the interim.